Event description:
Pt's spouse called lfs on 6/3/2003 alleging pt's ot ultra meter would only show three dashes (---) on the screen when powering the meter on. The pt reported experiencing no symptoms. The issue was not resolved with troubleshooting. This case is being reported as a malfunction because the pt would not be able to perform a test on the meter if the "apply sample" symbol does not appear. No further info has been reported.